Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. This emdr represents the bard/davol 3dmax (device #2). Additional supplemental emdrs were submitted to represent the bard/davol 3dmax (device #1) and bard/davol ventrio st (device#3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 ¿ patient was diagnosed with bilateral direct inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1 - left, device #2 - right). Per op notes, ¿an incarcerated hernias on both sides, the left side containing sigmoid colon, the right-side containing cecum and small bowel. On left, a large left-sided 3dmax mesh (device #1) was placed in the left inguinal area, overlying the defect and tacked. On right, large right-sided 3dmax mesh (device #2) was placed in peritoneal cavity and tacked.¿ on (B)(6) 2014 ¿ patient had pain and was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with the removal of meshes (device #1, #2) and implant of ventrio st mesh (device #3, #4). Per op notes, ¿large recurrence on either side was noted. The previously placed mesh (device #1, #2) apparently had failed by allowing the hernia to pass underneath. The old meshes were excised. An ventrio st mesh (device #3, #4) was placed on either side and sutured." On (B)(6) 2015 ¿ patient was diagnosed with recurrent incarcerated intrascrotal right inguinal hernia thereby underwent open repair with implant of synthetic mesh.